Event description:
Baxter turkey reports a fiber leak at the onset of the pt treatment. The dialyzer was changed and the treatment continued without incident. The dialyzer was preprocessed prior to initial use when blood leak noted. Baxter complaint coordinator reports no pt injury.